Event description:
Complainant alleged that while transporting a patient the associated defibrillator was unable to obtain an ECG signal via these electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.